Event description:
It was reported that the patient was seen in the clinic. The physician reported the insertable cardiac monitor (icm) device had eroded and was protruding from the implant location. The physician noted there was no evidence of an infection. The physician requested options from warranty. Boston scientific warranty advised erosion is not covered. Device status is unknown. Additional information was requested but not provided. Due diligence has been completed. No additional adverse patient effects were reported.

Manufacturer narrative:
This correction supplemental report was submitted based on a change to the impact codes field in report section h6.

Event description:
It was reported that the patient was seen in the clinic. The physician reported the insertable cardiac monitor (icm) device had eroded and was protruding from the implant location. The physician noted there was no evidence of an infection. The physician requested options from warranty. Boston scientific warranty advised erosion is not covered. Device status is unknown. Additional information was requested but not provided. Due diligence has been completed. No additional adverse patient effects were reported.

Event description:
It was reported that the patient was seen in the clinic. The physician reported the insertable cardiac monitor (icm) device had eroded and was protruding from the implant location. The physician noted there was no evidence of an infection. The physician requested options from warranty. Boston scientific warranty advised erosion is not covered. Device status is unknown. Additional information was requested but not provided. Due diligence has been completed. No additional adverse patient effects were reported. Additional information provided the icm device had fallen out because it was not implanted properly. Device is not expected to be returned. Another device has been implanted to continue monitoring.

Event description:
It was reported that the patient was seen in the clinic. The physician reported the insertable cardiac monitor (icm) device had eroded and was protruding from the implant location. The physician noted there was no evidence of an infection. The physician requested options from warranty. Boston scientific warranty advised erosion is not covered. Device status is unknown. Additional information was requested but not provided. Due diligence has been completed. No additional adverse patient effects were reported. Additional information provided the icm device had fallen out because it was not implanted properly. Device is not expected to be returned. Another device has been implanted to continue monitoring.